Manufacturer narrative:
The site has been trained on how to re-size the bounding boxes if it occurs again.

Event description:
A medtronic rep reported the orthogonal views navigated accurately but not the trajectory views. Surgeon was able to proceed when he registered and re-sized the bounding box in the software. There was no impact on pt outcome reported.